Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was used for a coronary planned treatment/non-emergency treatment and completed using other igt system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to produce x-rays. Review of the system log files showed x-ray generator errors reporting a mains phase fault. Upon troubleshooting fse found the e-cabinet power was not stable when the igt system start up. Fse replaced the pdu mains interface module and system returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to produce xrays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.